Event description:
During a surgical procedure, the perform humeral white impactor tip broke while setting the taper on the glenosphere. An update indicates that there was no excessive force or debris present. The incident occurred during primary surgery, and the item in question had been heavily used for approximately two years as part of a consigned kit.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device exhibits signs of excessive usage. The impactor tip is broken into two pieces at the proximal end where the humeral head of impactor connects the handle. The device has significant signs of wear evident by the impaction marks. The planar breakage pattern indicates to be a brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to combination of wear & design related issue. The failure was caused by its intended use. As a device that is manufactured of plastic and incurs numerous impaction events, cleaning and sterilization cycles, breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If any further information is provided, the complaint report will be updated.